Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the emergency room after receiving high voltage therapy. Upon interrogation, these shocks were determined to be inappropriate due to noise on the right ventricular lead. It was also noted that the lead was bent. An x-ray further confirmed that the lead was fractured. The lead was replaced on (B)(6) 2018 with no further complication or adverse event to the patient.